Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was placed on a charger sigsbchgr running v16 software to charge. After removing the handle from the charger, the handle displayed the software version followed by a power handle error. The data saved to the system was downloaded for analysis using master control panel (mcp) superlight. It was noted that the handle was running v29.6 software. The handle had 295 of 300 procedures remaining. The system data indicated that the power handle error was caused by a motor test failure. It was reported that the there was an error on the signia power handle. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during device testing, there was a power handle error on screen that showed handle with a red circle with a line through it and yellow triangle with exclamation point on top. The user tried to reboot and update, but failed. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the system data indicated that the power handle error was caused by a motor test failure.